Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with persistent back and leg pain after having had previous spinal surgery. Patient was on significant narcotic analgesics. Patient underwent l4-s1 anterior spinal decompression with partial vertebrectomy and fusion using titanium intervertebral spacers, rhbmp-2/acs, and allograft. 29 days post-op: patient seen for follow up. Evaluation looks good. Patient some discomfort when he laid down. X-rays showed excellent position of bone and metal. 76 days post-op: patient underwent lumbar MRI. Hardware created significant artifact and distortion. Excess bone growth following fusion and more pain. Patient underwent facet joint blocks and left s1 nerve root injections, and epidural injections with lysis of adhesions. 157 days post-op: patient presented status post lumbar fusion with possible pseudoarthrosis with burst formation. The patient underwent revision surgery at l4-s1.